Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter was reading inaccurately high. This complaint was classified based on customer care advocate (cca) documentation as the patient was not available for follow-up by medical surveillance. The patient reported that on (B)(6) 2015 at 11:50am he obtained a result of ¿67mg/dl¿ on the subject meter which he felt was inaccurately high in comparison to a result of ¿50mg/dl¿ obtained on a onetouch ultra meter. The two tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient did not detail what medication, if any, he takes to manage his diabetes or if he made any changes to his diabetes management routine in response to the alleged issue. The patient claimed that at 11:35am on (B)(6) 2015, before the alleged inaccuracy, he had developed symptoms of ¿shaking and blurred eyesight¿ and detailed that he received treatment although would not provide information on what type of treatment he had received or who provided the treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site had been used however the patient had followed an incorrect testing procedure by using the same drop of blood for multiple tests. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a hypoglycemic event. Although the patient was symptomatic prior to testing, it cannot be confirmed whether or not the meter had been reading inaccurately before the patient¿s symptoms developed and therefore may have caused or contributed to the serious injury.

Manufacturer narrative:
Follow-up # 1 - 5/19/2015 device evaluation. The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips also passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips passed all testing. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.